Manufacturer narrative:
This MDR is being reported under exemption number e2015052 and is part of the 227 pilot program. The reported event involves a large automated clinical chemistry device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. A field representative went onsite to evaluate the device and found leakage caused a problem on the pcb analyzer module which was replaced. Further investigation confirmed the field representative finding was the root cause. No systemic issue has been identified with the device during the investigation of this event.

Event description:
This report summarizes <noe>1</noe> malfunction event where an erroneous result was generated by the cobas i400+ analyzer. The event involved an erroneous result for creatinine for one patient. The patient's age, weight, and gender were requested, but were not provided. There was no reported injury or death. The event did not necessitate remedial action to prevent an unreasonable risk of substantial harm to public health.